Event description:
It was reported that a clip was found broken at the hinge when the user tried to use it for ligation. A new cartridge was opened instead. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge and one loose clip from 544240 hemolok l clips 6/cart 84/box for investigation. The returned cartridge and loose clip were visually examined with and without magnification. Visual examination of the returned cartridge revealed that it was returned with no clips remaining in it. Visual examination of the loose clip revealed that the clip was returned with the hook broken off. The loose clip was not "broken at the hinge" as reported by the customer. The broken hook is an indication of a mis-molding issue near the hook which could cause the hook to break upon application. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hook is an indication of a mis-molding issue near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broke after loading" was confirmed based upon the sample received. One cartridge and one loose clip were returned. The cartridge was returned with no clips remaining in it. The loose clip was returned with the hook broken off. The loose clip was not "broken at the hinge" as reported by the customer. The broken hook is an indication of a mis-molding issue near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1800676 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was found broken at the hinge when the user tried to use it for ligation. A new cartridge was opened instead. No clips fell in the patient.